Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the clip detaching from one leaflet resulting increased mitral regurgitation and shortness of breath. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Three clips were implanted reducing the mr to a grade of 2. The following day it was noted that the third implanted clip (xt 20208r112) had detached from the posterior leaflet (single leaflet device attachment (slda)), resulting in increased mr and shortness of breath. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. Mitral regurgitation (mr) and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported mr and dyspnea appeared due to slda. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacturing, design or labeling.

Event description:
N/a